Event description:
This rv lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2018. A product experience report received on (B)(6) 2018 stating that this lead was involved in an infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).